Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customers blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.